Manufacturer narrative:
(B)(4). The third party service agent downloaded the electronic records from the device and provided them to physio-control for review.¿ physio-control evaluated the electronic records and was able to verify the reported issue. The third party service agent will evaluate the customer's device.¿ the device has not been returned to physio-control for evaluation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third party service agent contacted physio-control to report that the customer's device cycled power (off/on) by itself while monitoring a patient's ECG.¿ there were no reports of adverse effects to the patient as a result of the reported issue.¿ no further details about the patient or the event were provided.

Manufacturer narrative:
The third party service agent performed an initial evaluation of the customer's device but was unable to duplicate the reported issue. The third party service agent then took voltage drop measurements, which were observed to be high. After reseating the battery wire harness assembly's cable-mounted plug connector, designator p11, into pcb-mounted jack connector designator j11, on the power pcb assembly, the third party service agent observed a reduction in the voltage drops. As a result of these tests, the third party service agent then replaced the power pcb assembly, battery wire harness assembly and the device's battery pins. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Based on the information available, physio-control has determined that it's reasonable to conclude that the likely cause of the reported power issues was excessive wear on connectors p11/j11 on the battery wire harness assembly and the power pcb assembly. Excessive wear can cause increased resistance at the connector contacts which results in an excessive voltage drop at the contacts when certain high current usage device functions are activated. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board. Triggering the power fail detector circuit will cause the device to either shutdown or power cycle.